Manufacturer narrative:
Pr (B)(4) follow up report for correction and device evaluation. Annex e code was incorrect in the initial MDR. Annex e code should be e2403 - no clinical signs, symptoms or conditions. Annex f code was incorrect in the initial MDR. Annex f code should be f26 - no health consequences or impact. Device evaluation: our quality engineer inspected the 3 samples submitted for evaluation. The reported issue of leakage was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that the leak reported by the customer was not found. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the samples. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information provided.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta wht 360deg tb 25cm leaked they report that the fluid is coming out. I was notified first by the rx service, then by the day hospital. When did the incident occur? During use "several incidences with the three-way stopcock with 25cm extension tubing. I was first notified by the rx service, then by the day hospital and now by the cma. They all match the same batch: 3013664a. I have at least 10 boxes affected (1000u.), we have pending to look in the other warehouse if there is any other box of this lot on the pallet."